Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported oer-6 water filter not being replaced in accordance with the IFU could not be determined, however, the issue was likely due to the facility/user not reading or following the instruction manual carefully, resulting in mismanagement of the water filter replacement. The event can be detected/prevented by following the instructions for use which states: 7.3 replacing the water filter (maj-2317) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below. Caution replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer that water was abnormally leaking from the filter installation port, when replacing the endoscope reprocessor water filter. The facility manager stated the water volume when replacing the filter was enough to submerge half of the water tray. It was determined the water filter had not been replaced since delivery. The facility follows a manual water filter replacement procedure of every three months rather than every two months. The water filter was scheduled to be replaced on (B)(6) 2023. There was no report of patient harm associated with this event. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.